Manufacturer narrative:
Results: the 3maxc was ovalized approximately 135.5 cm from the hub. The device had a bend approximately 149.0 cm from the hub. The guidewire was kinked approximately 123.5 cm from the proximal end. The device was damaged on its distal end. Conclusions: evaluation of the returned 3maxc revealed a functional device. During functional testing, a demonstration guidewire was able to advance through the 3maxc without issue. Further evaluation revealed a bend and ovalization on the 3maxc. This damage did not affect the functionality of the device. The damage was likely incidental to the reported complaint and may have occurred during post-procedure handling. The returned non-penumbra guidewire was kinked on its distal tip. This was likely a result of becoming prolapsed within the 3maxc lumen and subsequently being advanced against resistance. This damage prevented the returned non-penumbra guidewire from being functionally tested with the returned 3maxc. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician experienced resistance while advancing a guidewire through either end of a penumbra system 3max reperfusion catheter (3maxc) and, consequently, the guide wire became kinked. The difficulty using the 3maxc was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new 3maxc and a new guide wire.